Manufacturer narrative:
Additional information: g3, h2, h6, h10 an event of early failure of trifecta gt valve due to structural valve deterioration causing aortic insufficiency and congestive heart failure was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The physician confirms a patient post trifecta valve implant less than two years ago, now presents with severe aortic insufficiency and congestive heart failure. The patient is currently being worked up for a transcatheter aortic valve replacement procedure.